Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported " right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.6 , b.5 , d.6b , d.9 , h.3 , h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: crease fold, yellow particles inner the device, opening on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: crease smooth opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: crease smooth opening on posterior assessed as fold flaw opening. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Healthcare professional reported " right side deflation." Healthcare professional later reported "any creases" and capsular contracture, baker grade iii. Device has been explanted. .